Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l62218, implanted: (B)(6) 1999, product type: catheter. Product ID 8709, lot# l62218, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of an unknown drug (device registry lists the drug as morphine) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The pump was removed because it "bore a hole" in the patient's abdomen and became infected. The patient reportedly had a lesion on his abdomen where the pump was placed and the catheter "popped through" the skin months after explant. Per the patient's knowledge, the catheter was removed. The patient was seen by an orthopedic surgeon, who removed "over a foot of tubing." Additional information was requested from the hcp regarding drug information, concomitant drugs, pertinent medical history, when the issue began, patient signs and symptoms, if the cause was determined, and if the infection resolved.